Manufacturer narrative:
Literature citation: yoshihisa kotani, takuma kaihara, katsuhisa fujita, yusuke kameda, hideaki fukaya "clinical outcome of spinal augmentation with application of oblique lateral interbody fusion (olif for spinal revision operation)" average age: (B)(6). Years. Sex: female (male: 10; female: 11). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, post-op, in an abstract, total of 21 patients who had a history of undergoing spinal fusion underwent spinal reconstruction surgery combined with oblique lateral interbody fusion (olif). Post-op complication pseudoarthrosis was observed in a patient which led to removal and extended spinal fusion.